Manufacturer narrative:
The reported complaint of high incident intermittent power cord failures could not be confirmed since parts were not returned to confirm if power cords were manufactured by bd. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that a non-bd investigation revealed high-incidence of power cord failures. It was noted that the failure involves intermittent ac power delivery by the power cord from the ac receptacle to the IV pump. There was no patient harm.